Manufacturer narrative:
The product labeling was reviewed and adequately instructs the user on proper technique while warning of potential problems.

Event description:
During post-operative device cleaning, the drive tips of a screw driver were found to have torqued off and could not be located. Review of the intra-operative radiogram was inconclusive; successful removal of the broken tips cannot be confirmed.